Manufacturer narrative:
This report is submitted on january 02, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported). The patient was also hospitalized for multiple days (specific date and duration not reported). This report is submitted on march 05, 2024.